Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was report that the external ventricular drainage (evd) clamps below the chamber were not functioning and cerebrospinal fluid was running into the collection bag.